Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The investigation determined that the event was due to a hardware-related issue. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable bilt3 assay results for one neonate patient sample tested on the cobas c 503 analytical unit. The initial result from the reported analyzer is 3.5 mg/dl. The repeat result from another c 503 analyzer is 18 mg/dl. The physician questioned the initial result, as it was not consistent with the patient's clinical history. The repeat result was deemed correct.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The field service engineer inspected the analyzer and adjusted the sample and reagent probes. The investigation is ongoing.